Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirm that the system cannot make exposure, image cannot be stored. During troubleshooting, fse checked the ippc and found the bios battery was defective. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that exposure was not possible, and the system displayed an "image disk full" error message. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the bios battery and the image processing pc failing to boot up. After the bios battery was replaced and the image processing pc was checked, the system was returned to use in good working order.